Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: pump (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal prialt (7 mcg/ml, dose unknown, unable to obtain lot) via an implantable infusion pump. The other medications used were not obtainable and the indication for use was non-malignant pain and phantom limb pain. The patient medical history was noted that her left leg was amputated below the knee and her right shoulder dislocated. A pump and catheter were implanted on (B)(6) 2015. It was reported that after the patient sneezed, the wound opened. The pump segment of the catheter was in the pump pocket, that was infected. It was unknown what led to the event or how the issue was identified. No diagnostic testing/troubleshooting was performed. The wound was opened in surgery on (B)(6) 2015. The pump was explanted. The catheter was partially explanted, and was further specified that the pump segment was explanted and a new pump segment was implanted to connect to the new pocket. The explanted pump and catheter were discard ed. At the time of the report, the issue was resolved. The patient status at the time of the report was "alive - no injury". Additional information was requested regarding diagnostics, cause, and a clarification of when the patient sneezed that caused the wound to open. Should additional information be provided, a follow-up will be submitted.